Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, the surgeon completed the first firing of the device with no problem. For the second firing ,they connected reload to the same device and checked the jaws opening/closing ,then handed the device to the surgeon. The surgeon clamped the tissue and pushed the green button ,then tried to fire the device ,however could not fire. The status of the patient: no problem.